Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted no anomalies. A review of the device memory confirmed a fault, recorded on (B)(6) 2016, due to the charge time limit having been exceeded. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a charge time exceeded fault message (fault code 1007) that indicated the device recorded a charge time greater than 45 seconds, resulting in an alert to be triggered in the remote home monitoring system. The patient was brought into the hospital and two manual capacitor reformations were performed and returned charge times that were within normal limits at 10.4 and 9.2 seconds. Boston scientific technical services (ts) recommended device replacement. Additional information was received that the device also recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. An invasive procedure was performed. The device was explanted and replaced for reported premature battery depletion. No additional adverse patient effects were reported.